Event description:
This rv lead was implanted on (B)(6) 2017, and still remains implanted at this time. In a case on (B)(6) 2018, it was noted that the lead exhibited loss of capture and impedance > 3000 ohms. The physician was dr. (B)(6) at (B)(6), canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).